Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced low glucose readings while using the ilet bionic pancreas with a dexcom g7 sensor, including a device-reported value of 49 mg/dl, and the caregiver perceived lows lasting 2¿3 hours despite a data review that did not show prolonged hypoglycemia; education on interpreting the ilet bionic report was provided, and a clinician was engaged for further assistance. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included review of synced device data and counseling on device report interpretation. Investigation of this case revealed no device malfunction evident from the available data, and the perceived duration of lows was not corroborated by the downloaded report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.